Manufacturer narrative:
Device evaluation: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 work order search: another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.50/+1.5/088 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting and the problem was resolved. The patient felt uncomfortable and urged removal of the icl lens. The cause of the event was unknown.